Event description:
It was reported that the 2800 system had a fast stop error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fast stop button was replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)